Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report that occurred in the emea region during examination on (B)(6) 2020 stating that the pentax medical single use disposable distal end cap (dec) was broken during an examination. The case involved pentax medical single use disposable distal end cap (dec), model oe-a63, lot number 0011089; used with either pentax medical video duodenoscope, model ed34-i10t2, serial numbers (B)(4) it is unclear which duodenoscope had been involved in the incident, as no response was received from the customer. Additional products used during the case included the boston scientific autolith touch biliary bipolar electrohydraulic system with a biliary ehl probe, model m00546620, unknown lot number, and a boston scientific spyscope ds ii access and delivery catheter, model m00546610, lot number 25058184. The user reported it was impossible to take out the biliray ehl probe as the autolith ended up twisting the boston guide wire thread and the pentax medical dec elevator head broke resulting in maximum bile dilation where the damage occurred which was complicated by a major hemorrhage. Lithotripsy was not possible. The customer reported the patient to be in good condition. A device history record (DHR) was previously performed on 21-aug-2019 under form number (B)(4). The DHR review confirmed the device was manufactured on 01-aug-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed as 09-aug-2019. On 03-aug-2020 the oe-a63 was initially evaluated. The elevator lever was not in the angulation axis. Further inspection was not possible due to too much dried blood inside the cap. On 12-aug-2020 the used oe-a63 cap has been cleaned and evaluated. The elevator was stuck very tight inside the cap. Also, the cap is a little bit deformed at the edge where the elevator is stuck. No other damage visible. The user facility has not been forthcoming with requested information and had not returned the duodenoscopes for evaluation. Although the customer did not return the endoscopes for evaluation, pentax (B)(4) was able to perform an onsite inspection of model ed34-i10t2, serial number (B)(4) on 11-aug-2020 and the inspection summary: the deflector system of the endoscope works correctly when tested with another oe-a63, in the up and down positions and with the forceps k2218cs as described in the sn791. The deflector was a little jerky with the forceps inserted, but work correctly without them. The operation channel is buckled in the segment area. There is also play in the angulation. The problem doesn't appear to come from the distal end dap oe-a63 or the deflector system, as they work nearly perfect. Pentax (B)(4) believes that the buckled operation channel could have caused or contributed to the experienced event by the user. Replacement of the buckled operation channel required for serial number (B)(4). No information was available as to when an inspection of the second endoscope could be performed. Pentax medical concluded that the endoscope had been damaged and is in an unusable condition, also the cap installation was incomplete and accessories were not tested for compatibility.